Event description:
It was reported that the physician tried to start stimulation from the touch screen but the protocol didn't start and an error message appeared on the touchscreen stating "hardware problem detected." The user tried to stimulate again and then the equipment began to give both surface as well as intracardiac EKG signals and pace at 52 ms intervals. They were not able to stop the stimulation and in 3 to 5 seconds, the pt went into ventricular fibrillation. After 2 seconds, the pt spontaneously went back into normal sinus rhythm.

Manufacturer narrative:
Visual inspection of the exterior of the touchscreen pc found a large crack across the lcd screen. How or when the crack occurred is unk. No other visual anomalies were noted. The adjustable audio beep tone functioned as designed. Functional testing of the ep-4 stimulator confirmed the unit passed the post (power on self-test) and communicates with the touchscreen pc successfully. The touch screen was fully booted and initiated communication with the ep-4 stimulator successfully. No noticeable delay or errors occurred during the communication test. The unit passed full diagnostic testing and burned-in for approximately 24 hours without shutdown or error. The investigator was unable to calibrate or test the touchscreen functions due to damaged lcd glass. All testing was performed with attached ps/2 keyboard. Testing indicated the ep-4 stimulator and touch screen pc functions as expected. Review of the windows system event log did not indicate a hardware error occurred at the time of the reported event. The cause for the reported event is unk. DHR review of the devices history records confirmed both serial numbers met mfg requirements prior to shipment. Date report submitted to FDA by MFR: (B)(6) 2010. Date the initial rptr provided the info to the MFR: (B)(6) 2010.